Event description:
It was reported that the insulin pump experienced a series of sensor errors. Customer's blood glucose reading was 190 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (b0(4). Sensor failed per spec due to high readings.